Manufacturer narrative:
Updated fields: d8, h6, h10. Corrected fields: d9. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining on the device could not be specified. There was no reported damage to the area where foreign material was detected that would inhibit removal and it was not specified whether the material had adhered before or after brushing. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
During a reprocessing in-service conducted for the staff at the facility, the customer reported that a yellow/pink residue was found on the cleaning brush occasionally while cleaning the evis exera iii colonovideoscope. There were no reports of patient harm associated with the event.

Manufacturer narrative:
During conversation with clinical staff at the facility, it was determined that simethicone was administered to patients orally before procedures. The customer was informed to use a neutral-ph, low-foaming, medical grade detergent designed to remove lipids when manually cleaning endoscopes that have been exposed to simethicone. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.